Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37092, product type accessory.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient programmer antenna cord was worn out and they were unable to connect to their ins with it since (B)(6) 2017. No patient symptoms or further complications were reported as a result of this event.